Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles 32g x 4mm that pen dose button is not pushing down. The following information was provided by the initial reporter: consumer reported finding during injection the pen dose button not pushing down.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 16-jul-2022. H.6. Investigation summary: a complaint lot history check was performed on lot # 1251969 for difficult/unable to operate. This is the 1st. Related complaint for difficult/unable to operate on lot # 1251969. Customer returned an image of (2) 4mm, 32 gauge nano pro pen needles. One of the pen needles has had the non-patient end of the cannula break off at its base. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, embecta found that the cannula had broken off on the non-patient side of one of the pen needles. The root cause of the needles breaking appears to be accidental damage from stresses caused by the user during routine use.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles 32g x 4mm that pen dose button is not pushing down. The following information was provided by the initial reporter: consumer reported finding during injection the pen dose button not pushing down.